Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced hypoglycemia and seizures and was unable to self-treat, requiring injection of glucagon by third-party. There was no report of death or permanent injury associated with this event.